Manufacturer narrative:
As the lot number was provided, a lot history review will be performed. The return of the sample is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruos106, recanalization catheter, allegedly experienced an overheating issue. This information was received from a single source. This malfunction involved a (B)(6) year old female patient with no consequences. The patient's weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruos106, recanalization catheter, allegedly experienced an overheating issue and twisted. This information was recieved from a single source. This malfunction involved a 90 years old female patient with no consequences. The patient's weight was not provided.

Manufacturer narrative:
The lot number was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. Therefore, the investigation of the reported malfunction was confirmed for twisting and separation; while inconclusive for overheating. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Manufacturer narrative:
H10: as the lot number was provided, a lot history review will be performed. The sample was returned for evaluation and material separation was identified. Overheating of device was unable to be identified. A root cause could not be determined. The device is labeled or single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruos106, recanalization catheter, allegedly experienced an overheating issue. This information was recieved from a single source. This malfunction involved a 90 year old female patient with no consequences. The patient's weight was not provided.